Event description:
The pt presented to the hosp due to being shocked 61 times. After 2 hours, the ICD battery was depleted. There appears to be a fracture in the lead. The ICD and lead were explanted and replaced.